Event description:
It was reported that a patient, with a sling device, underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted. No patient complications were reported. No further information could be obtained despite good faith efforts.

Event description:
It was reported that a patient, with a sling device, underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted. No patient complications were reported. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Based on the information available, boston scientific could not determine the most probable cause of the reported incontinence. Further review did confirm that incontinence pertaining to a sling device is included as a harm within the labelling documentation. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. As the adverse event of incontinence is documented in the labelling documentation of the sling device a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient, with a sling device, underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted due to recurring incontinence. No patient complications reported.

Manufacturer narrative:
A correction was made to b5 describe event. Based on the information available, boston scientific could not determine the most probable cause of the reported incontinence. Further review did confirm that incontinence pertaining to a sling device is included as a harm within the labelling documentation. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. As the adverse event of incontinence is documented in the labelling documentation of the sling device a conclusion code of known inherent risk of device was assigned to this investigation.